Event description:
Reusable monopolar cord for cyto instrumentation sparked and burned completely through when being used during procedure. No patient or staff injury occurred. Cord was immediately thrown off the field, a new esu (electrosurgical unit) and monopolar cord was acquired, and used to finish the case without incident. The esu in use at the time of the issue was sequestered.